Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2317-70 , serial #: (B)(4), description: infiniontm cx 70 cm lead.

Event description:
A report was received that the patient was experiencing pain to where the leads are placed since implantation and in the past few days the pain has increased. The physician was not sure the device was causing the additional pain. It was noted that the stimulation was causing mid back pain/pressure. The patient underwent a revision procedure wherein the leads were just pulled down a vertebral body. No device malfunction was suspected. The patient was doing well postoperatively.